Event description:
Customer reported that the battery of the t:slim x2 pump would not charge, leading to a shutdown and inability to turn the pump back on. Despite this, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support informed the customer about the need to reset calculations and restart sessions when the pump turns off or is reset. The customer was advised to monitor the situation and get in touch if the issue continued.